Event description:
It was reported that a patient had loss of therapeutic effect. It was noted that the patient made a request for a manufacturer¿s representative. It was stated that the patient¿s new implantable neurostimulator worked for 2-3 weeks. It was noted that the device was on the right for ¿spinal area severe low back down to feet.¿ it was stated that it was stated that since 3-4 days after (B)(6) when the manufacturer¿s representative synched her 2 stimulators together (one was cervical and the new one was spinal), the patient¿s ¿spinal box¿ was not working properly and it was ¿throwing her to the left side¿, providing stimulation on the left side and very little on the right. The patient asked ¿maybe we could just separate the boxes and see where it goes?¿ it was noted that the patient called her healthcare professional (hcp) who told her to call the manufacturer¿s representative. It was stated that the patient was waiting for the manufacturer¿s representative to call her back. It was stated that the patient saw the hcp on (B)(6) and the boxes were synched with voltage set at 1.5 and that worked for 3-4 days. It was stated that ¿suddenly¿ 1.5 became too strong, and now the patient¿s back was ¿breaking in half¿ and it ¿threw her to the left side.¿ it was reported that the patient had no falls or traumas. It was noted that the patient had fibromyalgia, ¿shogrens¿ (sjögren¿s), lupus, and had a total knee replacement and total reverse shoulder, autoimmune disorder, allergies. The patient noted that she went to the y, swam, worked out and was previously able to ¿do¿ (leg push) 170 pounds and was now able to do 110. It was noted that the patient only had one program and no options except to increase and decrease stimulation. It was stated that the patient increased stimulation from 0.0 all the way to 10.5v on the first programmer and to 10.2 on the second one and the patient reported feeling stimulation in her leg/knee and up to her buttock area. It was stated that the patient was not able to feel stimulation in her low back or where her back bent. It was stated that she knew it was too high because, ¿she couldn¿t put her foot down.¿ it was stated that the patient turned stimulation back down to 3.0 and was comfortable sitting and standing. The patient was redirected to the hcp and manufacturer¿s representative to resolve pain coverage. Additional information received reported that the patient called back and has been unable to reach the manufacturer¿s representative. The patient noted, she has been able to adjust stimulation so she was more comfortable but has ¿not much on one side of left and not much on one side of spinal column.¿ it was stated that the patient wanted coverage where she bends over and down her leg. It was noted that both of her patient programmers were 97740 and they were both new. Additional information received reported that 3 weeks ago the manufacturer¿s representative in one of the patient¿s residences was g oing to arrange for a manufacturer¿s representative in another state to check the patient¿s implant but nothing happened. The patient stated that 5 weeks ago she has been having stimulation ¿up the spine, down the legs and knees and across her back, it's all over.¿ the patient stated that she got tetany and muscle spasms. The patient stated that even though stimulation was turned off and setting was at 0.00 she still could feel stimulation. It was stated that when the patient tried to connect with her implant the right side showed off and at 0.00, but the left side showed on, in group a at 1.20. It was noted that the patient was able turn stimulation off. The patient said she felt better later in the call, after stimulation was turned off. The patient said she confirmed it last night that it was turned off and down to 0.00. It was noted that the patient was unable to give a discernable answer to whether symptoms had gradual or sudden onset. The caller indicated that there was no known accident or incident related to this complaint and the patient status was ¿unknown.¿ it was noted that the patient was redirected to the hcp to check into why stimulation turned on by itself if the patient didn't do it.

Manufacturer narrative:
Product ID 3550-09, lot# n0018017, implanted: 2005 (B)(6); product type accessory product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 370 8160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID neu_ins_stimulator serial# unknown, implanted: 2014 (B)(6); product type implantable neurostimulator product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported stimulation was too strong on one side and not strong enough on the other. The patient had the device adjusted right after surgery and didn¿t notice anything. The patient noticed it was too strong on one side and not strong enough on the other in (B)(6). One device was for her cervical area and another for her lower spine. If she increased stimulation to 2 or 3, her cervical spine was good but it was also too strong in her right knee and she couldn¿t walk. The therapy was not working as expected, and the patient was told by the healthcare providers (hcp) office to make an appointment for reprogramming.

Manufacturer narrative:
(B)(4).